Event description:
A crack in the luer hub of the device was noted during balloon inflation. There were no anomalies reported when the device was taken out of the package. The device was not resterilized. The device was prepped according to IFU. There was no difficulty encountered when connecting the hub to the indeflator. The vessel was calcified. There was no anomalies noted as the device was delivered to the lesion. The hub crack was detected during the inflation. The stent was not deployed in the vessel. The device was removed from the patient without complications. Another stent was used.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product is available, but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.